Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and performed visual inspection and found 1 of 3 sensors with cannula broken. Unable to confirm if customer received sensor in said condition due to customer returned opened/used. The two remaining sensors passed per specification with accurate readings.

Event description:
It was reported that the insulin pump alarmed sensor error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.